Event description:
Technician alleged the left head siderail is not latching. No injury reported.

Manufacturer narrative:
Technician found the stretcher latch had a burr preventing it from latching. The technician filed down the burr to resolve the issue.